Event description:
It was reported that this pacemaker showed premature battery depletion after approximately 62 months of implantation. The pacemaker was on ddd cls mode. The pacemaker was not returned to biotronik. No adverse patient side effects have been reported. There is no mention of a revision.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The data returned for analysis were thoroughly inspected. However, the inspection of the data did not show any anomalies indicating a device malfunction. In particular the current consumption was normal. The amount of charge taken from the battery was verified. The battery condition was found to be as expected. Please note that the battery status of pacemakers with lithium-iodine batteries is measured by the battery impedance as well as the charge taken from the battery. While the measured battery impedance is low at the beginning it increases over time. Therefore, at the beginning of the service time the battery status is based solely on the charge taken from the battery. With increasing battery impedance the calculation of the battery status takes now the battery impedance into consideration. Hence, the pacemaker always utilizes the most accurate battery information available when calculating the remaining service time, including for instance lead impedance and amplitudes values. As a result, the declaration of the battery status may slightly and temporarily fluctuate during the transition from a calculation based solely on the charge taken from the battery towards a calculation utilizing the battery impedance. Furthermore, if changes in the lead impedance values or the programmed settings occur this will also lead to fluctuations. However, despite fluctuations in the time to eri calculation, a service time of about 12 months is allocated after declaration of the eri status to assure the patient safety. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Based on all available data for an analysis the battery condition was found to be as expected. No indication of a device malfunction was noted.